Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received (B)(6) 2014 indicating that the patient did not have an autopsy performed and the pump would not be returning for investigation. No other information is available on this complaint.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received pt outcome info indicating that the pt expired due to a hemorrhagic stroke. Info provided by the vad coordinator approximately 3 days after the manufacturer received the pt outcome indicated that the hosp does not know if the pt's death was device or therapy related as the pt was admitted at another hosp. The pt did not have any reported pre-existing conditions, possibly supratherapeutic international normalized ration (inr), but unconfirmed until requested records have been received. The device was operating as intended. There are no plans to return the pump. No further info is available at this time.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.